Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery error alarm and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Device received with moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches noted. Device received with cracked case corner of the belt clip rails near the battery compartment, scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and critical pump error. The customer blood glucose level was 464 mg/dl at the time of incident. The customer also report the a broken force sensor was detected during seating or regular delivery. The customer did not provide details regarding symptoms and treatment of high blood glucose. The insulin pump will be returned for analysis.